Event description:
It was reported that an ilet device developed a cracked and separating screen, which progressed to an unresponsive display after temporary taping, with the precipitating damage mechanism unknown. Symptoms included inability to use the device interface. Outcomes included device replacement and the user reverting to an alternative insulin therapy. Investigation included collection of event details, photographic confirmation of the damaged screen, and verification of device identification. Investigation of this case revealed external damage to the display assembly leading to loss of screen functionality, consistent with a damaged device component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen resulting in loss of display function.